Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving a ¿discount 60 minutes¿ message after a day of wearing the adc freestyle libre sensor. The customer experienced hyperglycemia symptoms that include headaches and frequent toilet trips. A non-hcp provided the customer 3l of water and the customer was allowed to sleep as treatment. The nurse was called and the customer¿s insulin pump was adjusted. There was no report of death or permanent impairment associated with this event.